Event description:
Pt testing blood glucose on suspect device and getting really high readings, so dr adjusted medications according to readings. The pt then started to receive very low readings on suspect device for blood glucose. Pt passed out and caregiver could not test blood glucose on suspect device because of an error message. Pt then transported to hospital where blood glucose was tested and was 30 mg/dl. Pt was given glucose to increase blood sugar at hosp.